Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the air removal step. Tandem technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. There was no reported adverse effect to the customer's blood glucose level. The customer declined to load a new cartridge.